Manufacturer narrative:
The reported symptom ¿blank screen¿ was confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. Power up cycler verification failed. The screen is blank. Stop and ok buttons lit but no display due to a blank screen. Could not configure the screen functions. Inverter board functionality verification failed. The inverter board transformer is shorted; burnt coil. F1 fuse blown on inverter board. There were no other visual discrepancies encountered in the internal inspection of the cycler. Device history search found no related problems to the reported complaints.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank during dwell 2. The power cord was properly connected in both ends. The cycler was rebooted and the ok and stop buttons lit up, however, the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient completed treatment on the cycler. There were no adverse events, injuries, or medical intervention required as a result of the event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.

Manufacturer narrative:
Correction: product problem.

Event description:
...